Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, "an overpressure alarm sounds when activating" was reproduced and was determined to have been caused by a failure of the patient circuit (cr) board. Additionally, it was confirmed that "problem of air supply" occurred, and it was an event occurrence by a failure of an electro-pneumatic proportional valve. From the service manual, it was confirmed that cr board had pneumoperitoneum control function, user I/f control function, peripheral equipment communication function. Also from the service manual, it was confirmed that the electro-pneumatic proportional valve has a function to regulate (depressurize) the pressure of the supplied co2 gases in proportion to the current. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; a faulty control board was causing the alarm. A defective electropneumatic proportional valve was also found to be causing air insufflation failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report that their high flow insufflation unit was alarming for excessive pressure when powering on. No patient or user harm has been reported. The problem, as reported to olympus, was identified after use. The procedure was completed using the device. The intended procedure is unknown.